Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that while caring for the patient, the ventilator alarmed. The ventilator was transferred to another ventilator with no harm.